Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, it was observed that the packaging opening thread was missing.

Event description:
Reportedly, during an incoming inspection, it was observed that the packaging opening thread was missing.

Manufacturer narrative:
Preliminary analysis revealed that the root cause of the missing cotton thread is most probably a human error during the packaging and labeling process.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an incoming inspection, it was observed that the packaging opening thread was missing.